Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to login into station and displayed the carefusion admin page. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station unable to login in carefusion admin. A technical support specialist (tss) dialed into station, verified version 1.11, logged into carefusion admin, launched the application, rebooted the station, and confirmed that the system successfully launched to the carefusion application without any issues. The system functioned as intended after the technical support specialist troubleshot the device.